Event description:
A representative from (B) (6) dental reported that the mechanical structure of a preva intraoral unit, (B) (4), was pulled away from the wall at dr. (B) (6) office. No injury was reported.

Manufacturer narrative:
Improper installation to the wall - no pilot hole was drilled into the wooden 2x4 studs which eventually caused the wood to split, thereby weakening the mechanical connection.